Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), stress urinary incontinence ("stress urinary incontinence"), cystocele ("cystocele") and rectocele ("rectocele"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, adenomyosis, stress urinary incontinence, cystocele and rectocele outcome was unknown. The reporter considered adenomyosis, cystocele, menorrhagia, rectocele and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), stress urinary incontinence ("stress urinary incontinence"), cystocele ("cystocele") and rectocele ("rectocele"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, adenomyosis, stress urinary incontinence, cystocele and rectocele outcome was unknown. The reporter considered adenomyosis, cystocele, menorrhagia, rectocele and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.